Event description:
Customer reports back to back testing on the advantage system with results of 740 mg/dl, 130 mg/dl and 70 mg/dl. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.